Event description:
(B)(4). Migraines, very heavy periods sometimes last 10 days and have it 2 times a month. Bad cramping. Lower back and hip pain. Mood swings. Dizziness. Low iron and vitamin d, forgetfulness and sjögren's syndrome